Manufacturer narrative:
One medfusion pump was received with the top and bottom case in excellent condition and no visible contamination. The event history log was reviewed and there were "base not responding", "battery communication timeout" and "depleted battery" messages. The power up process was performed, a known good battery with 72% charged was also used to confirm the interconnect board performance. The reported issues were duplicated during the power up test. The a/c led and the battery led lit up. The issues were caused by the interconnect board not communicating, the interconnect board did not charge the battery pack and the battery was depleted and beyond recharge. There was no damage found on the interconnect board and battery, but they were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had "base not responding", "depleted battery", "battery communication time out error". There was no patient involvement.